Event description:
Drips via central venous pressure on right ij- concerns that continuous infusions were not infusing. Manifold disconnected from line and fluids shot out of line under pressure. No pressure alarms every rang on alaris pump. Lines not noted to be leaking. Lumen difficult to flush and no current blood. Central venous pressure line functioning well with positive blood return.